Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('brown (old blood) discharge/bleeding between periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required) and eye disorder ("couldn't wear contacts") and was found to have eosinophil count increased ("eos was high"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the metrorrhagia, eosinophil count increased and eye disorder outcome was unknown. The reporter considered eosinophil count increased, eye disorder and metrorrhagia to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: metrorrhagia, eosinophil count increased, eye disorder. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New event- eosinophil count increased, eye disorder added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('brown (old blood) discharge/bleeding between periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required) and eye disorder ("couldn't wear contacts") and was found to have eosinophil count increased ("eos was high"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the metrorrhagia, eosinophil count increased and eye disorder outcome was unknown. The reporter considered eosinophil count increased, eye disorder and metrorrhagia to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: metrorrhagia, eosinophil count increased, eye disorder. Amendment: the report was amended for the following reason: this case is duplicate of cases: (B)(4) and (B)(4). All information from this case like reporters, events and reference section was added to case:(B)(4). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of metrorrhagia ('brown (old blood) discharge/bleeding between periods') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the metrorrhagia outcome was unknown. The reporter considered metrorrhagia to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: metrorrhagia. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.